Event description:
The user facility reported that following a diagnostic esophagogastroduodenoscopy procedure, the users left the endoscope connected to the light source and video processor, and allowed the distal end to hang in a downward angle for an unknown period of time. The users reported observing a reddish-orange flame at the distal end of the endoscope.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the reported event, and was informed that the subject gastroscope was used during the procedure without any complications. The alleged flame was said to have been observed sometime following the procedure. The user reported that there was no debris or body fluid that remained at the tip of the scope when the reported phenomenon was observed. There was no patient injury reported. The subject device was returned to olympus for evaluation. The evaluation revealed that the distal tip cover has multiple dents, deep scratches, and the channel opening was charred. The light guide lens was cracked and there was minor play on the control knobs. The device was operated continuously for one hour, and the temperature at the distal end of the device was measured at 30 degrees celsius. There were no image anomalies that might indicate a ccd failure. The exact cause of the user's experience could not be conclusively determined, but user handling cannot be ruled out as a contributory factor to the reported event. The (B)(4) instruction manual states, "warning: whenever possible, do not leave the endoscope illuminated before and/or after an examination. Continued illumination will cause the distal end of the endoscope to be come hot and could cause operator and/or patient burns." This report is being submitted as a medical device report in an abundance of caution.